Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
The lead was explanted post mortem and returned to the manufacturer with paperwork indicating cause of death was unknown. The lead was subsequently analyzed and tested out of specification. A cause of death was requested but not received.